Event description:
A caller reported that the pump administered an unintentional override bolus of 10 units without their knowledge, resulting in low blood glucose level of 52.2 mg/dl. The customer consumed carbohydrates to address the low blood sugar and subsequently went to the emergency room (ER) for observation and no treatment. Customer was released from ER on (B)(6) 2026 with no permanent damage identified. Technical support reviewed the bolus history with the customer, explaining that an override occurs when a custom input is made. After checking the system, it was confirmed that the bolus was administered as an override, possibly due to user input. The customer was advised to monitor the delivery amounts before confirming future boluses and acknowledged the explanation provided.